Event description:
The patient presented to the ER after receiving inappropriate therapies due to noise on the ventricular lead. The noise was reproducible via arm movements. The device was disabled and the patient was transferred to (B)(6) hospital. The lead was capped.

Manufacturer narrative:
No medwatch form was received.